Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The returned device was noted to have a fracture in the catheter tip. Due to the aforementioned damage, functional testing could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported image quality issue remains unknown. The root cause of this issue was determined to be a design/process issue.

Event description:
This report is to advise of a fracture that was noted during analysis.